Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the completed investigation, the b30-scope communication error was caused by corrosion and liquid immersion of u-plug (universal plug) unit control body. The root cause could not be definitively determined; however, it is likely attributed to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during setup/inspection for use, the bronchovideoscope displayed a b30 scope communication error. There were no reports of patient involvement.